Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the cc (cartridge chemistry) sample syringe valve was defective which caused the cc sample probe to leak which resulted in the suppressed results. The fse replaced the cc sample syringe valve which resolved the issue. The system functioned properly without any issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they encountered an issue with the suppressed results and discovered that there was a leak which came from the cc (cartridge chemistry) sample probe of the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.